Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Device available for evaluation section of the initial medwatch report should indicate: "yes" and "returned to manufacturer - (B)(4) 2012." Device evaluation by manufacturer section of the initial medwatch report indicates: "no" and "device evaluation anticipated but not yet begun." Should indicate: "yes." The initial medwatch report indicates: physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch report should indicate: physio-control evaluated the device and was unable to duplicate or verify the reported issue. An unrelated repair was performed and proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that the device displays white screen and locks up after operating for approximately five minutes. There was no patient use associated with the event.